Manufacturer narrative:
The reported events were lead dislodgement and a helix mechanism issue. The cause of the reported event of a helix mechanism issue was due to blood clogging the helix at the helix region. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Related manufacturer reference number: 2017865-2021-16696, 2017865-2021-16699.it was reported that lead dislodgement was observed on the right atrial (ra) and right ventricular (rv) leads. High, out of range, pacing lead impedance was also noted on the left ventricular (lv) lead. Lv lead insulation damage was suspected. The lead helixes were unable to be retracted when repositioning the ra and rv leads. The ra and rv lead were explanted and replaced. The physician opted not to replace the lv lead since lv access was very difficult. The patient was recovering.